Event description:
It was reported that a home patient (hp) received a high drain alarm on a homechoice (hc) machine during drain one of three. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp stated that a clamp had been closed at the start of the drain. The technical service representative (tsr) explained the alarm to the hp. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.